Event description:
Analysis of the returned device revealed it had broken.

Manufacturer narrative:
Expiration date and device manufacture date: unknown as the lot number was not disclosed. Add'l PMA/510(k): k944677, k971254, k931584.